Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 1 month post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing due to stenosis. There is a plan for thv in thv procedure. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The perceived root cause of the stenosis was dialysis. The patient was symptomatic with recurrent hypotension and shortness of breath. There is no valve regurgitation. The valve peak gradient was 112mmhg and peak gradient was 62mmhg. The peak velocity was 5.3 m/s and mean velocity was 3.59 m/s with a valve area/index of 0.4. The leaflet mobility was severely reduced. There was no leaflet thickening. There is severe calcification, no thrombus, pannus or vegetation. Per the fcs, the valve in valve was being planned for (B)(6) 2023 but this patient coded in ICU and expired on (B)(6) 2023.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''post implantation- svd - calcification'' was unable to be confirmed due to unavailability of medical records or imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''valve - calcification'' and ''post implantation - svd - calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, patient had history of chronic kidney disease (ckd) and undergoing dialysis. Ckd is the well-known risk factor for tissue calcification. As such available information suggests patient factors (ckd) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.